Event description:
It was reported that log file review was requested for a patient who had been hospitalized since (B)(6) 2025. The patient was admitted ruling out infection. It was stated that the patient did not present with any symptoms. Driveline exit site infection was confirmed. The patient experienced pain and drainage around the site, and a culture was positive for staphylococcus aureus. The patient was treated with antibiotics in house and oral administration of medication at discharge. The site was continuing to follow and monitor for drainage post antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.